Event description:
During follow-up, externalized conductors were observed via cine images. No electrical anomalies were noted. Patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.5-10.3cm from the distal tip. The silicone insulation was abraded and the ring electrode sensing conductors were visible. The etfe coating was intact at the same location.